Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had off no power. Customer did tried with seven batteries for the insulin pump. Customer reported that they did not received any low battery alarm. Customer reported that there was one occurrence in the past 4 days and the insulin pump had limited record of alarms. Customer reported that they were able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.